Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl) for 3 days. Customer administered boluses and insulin injections to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Customer reported that their bg levels decreased to 229 (mg/dl). Recommendation was made to consult with their health care provider to discuss diabetes management.